Event description:
It was reported to defibtech that an AED was reporting a service code message and that the error did not occur during pt use. As part of the complaint investigation process, review of the device's electronic history record was performed and during this review, it was identified that on two occasions the AED had been used during a rescue attempt where the device delivered a shock and then aborted two shocks, reporting a service message. Pt outcome is unknown.

Manufacturer narrative:
Eval summary: method: the electronic history file from the actual device was evaluated. The actual device was not returned. Result: the investigation determined that the root cause was due to a false failure of the software check due to interference during charging. A report of correction for this issue has been filed with FDA. Since the initial filing of the complaint, the AED's software has been upgraded to address recall z-2064-2011 and has been placed back into service.